Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip- (B)(4). Mentor also became aware that mrn: 1645337-2019-25795 is a duplicate of this complaint file. All future supplemental report will be submitted under this complaint file. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 400cc breast implant had a crease/fold on the anterior view. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: capsular contracture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 37-year old female patient underwent primary breast augmentation with a 400cc mentor memorygel breast implant on the right breast. Post-operatively, the patient was diagnosed with right breast capsular contracture (baker grade iii). As a result, the patient underwent breast implant removal and replacement surgery on (B)(6), 2019. This report contains supplemental information for mentor psr reference number (B)(4). Mentor also became aware that mrn: 1645337-2019-25795 is a duplicate of this complaint file. All future supplemental report will be submitted under this complaint file.